Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and intervertebral disc degeneration ("degenerative disc disease"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the back pain and intervertebral disc degeneration outcome was unknown. The reporter considered back pain and intervertebral disc degeneration to be related to essure. The reporter commented: removal on 14th september concerning the injuries reported in this case, the following one was described in patient¿s social media: intervertebral disc degeneration. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: degenerative disc disease. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy scheduled). At the time of the report, the back pain outcome was unknown. The reporter considered back pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.